Manufacturer narrative:
Other text: one device was returned for investigation. No apparent physical damages found. Installed the device to a test unit to perform functional testing. The customer's complaint was confirmed. Worn o rings and lack of timely preventative maintenance was found to be the cause of the issue. The o rings were replaced, preventative maintenance performed and the device then passed functional tests. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date of 2013-06-13 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported the device presented leaks when it was hooked up for testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI number. Correction: operator of the device: unknown.